Event description:
It was reported that the surgeon assumed the valve was clogged. The valve was replaced with another adjustable valve.

Manufacturer narrative:
The returned shunt had copious amounts of red proteinaceous debris throughout the exterior and interior. The attached ventricular catheter failed patency check due to proteinaceous debris found inside the device. According to the instructions for use that accompanies the product, particulate matter that enters the shunt system may result in shunt occlusion. The valve was patent, however, did not meet the requirements for leak testing due to tears on the top of the reservoir. The damaged condition of the valve precluded all further testing. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.